Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low power alarms while connected to the mobile power unit (mpu) was confirmed via the log files and was reproduced during testing. The system controller event log file was reviewed, and relevant timestamps spanned approximately 1 day (09feb2025 at 12:17:07 to 10feb2025 at 13:32:58). At 14:42:58 on 09feb2025, a low power hazard and power cable disconnect alarm not associated with a power source exchange or routine battery depletion activated as the relative state of charge (rsoc) voltages dropped to ~0v. These alarms occurred while connected to the mobile power unit (mpu) and were resolved at 14:43:00 as the rsoc voltages returned to normal. Similar events occurred intermittently until 14:51:16 on (B)(6) 2025 and from 13:31:33 to 13:32:51 on 10feb2025. The pump maintained a speed within the expected range throughout the log file. The mpu was returned to the service depot, and a kink in the mpu patient cable was observed. The mpu was connected to power and booted up without issue. The mpu was connected to a mock circulatory loop, and after connecting the driveline, a connect to power alarm activated on the system controller. The issue was traced to the mpu patient cable during this evaluation. The mpu was sent to product performance engineering (ppe) following testing for further analysis. Evaluation of the returned mpu by ppe confirmed the reported kink in the patient cable. The mpu was powered on and booted as intended. The mpu was connected to a test system controller and a mock circulatory loop. The reported event was again reproduced following the driveline connection. The patient cable was replaced, and the mpu was reconnected to the system controller and mock circulatory loop, operating for an extended duration with no alarms. The observed issue was therefore isolated to the patient cable. Evaluation of the patient cable revealed the gray (rsoc) wire to be open. The patient cable's outer layers were removed, and, upon removal of the last protective layer, the gray wire was found to be broken at the kink found during inspection. The root cause of the reported alarms while connected to the mpu was determined to be wire fatigue of the gray (rsoc) wire within the patient cable. The root cause of the wire fatigue could not be determined during testing. Incidental findings of damaged threads on the patient cable power cable connector were discovered. The relevant sections of the device history records for the heartmate mobile power unit (mpu), serial number: 20375851, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Additionally, these sections caution the user to keep the equipment away from any water or liquid, as it may fail to operate. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power and low power alarms. The heartmate 3 lvas IFU section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was at home on mobile power unit (mpu) power when they received a low battery alarm on their system controller. Patient checked controller power cable pins, confirmed the power cable was securely attached to the mpu and switched to another ac outlet, with no resolution, and was instructed to sleep on fully charged batteries. In the clinic, when the controller was connected to the mpu it alarmed with connect power immediately. The mpu had no alarms, and the green light was on. It appeared that there was a break in the mpu patient cable. The patient was issued a new mpu. Log files were submitted for review and captured low power hazards and no external power events on 09feb2025 and 10feb2025. Replacing the mpu appeared to resolve the issue. There was no interruption in pump support during the events.